Event description:
It was reported that after deployment of an 5.0 x 13 mm rx ultra stent in a saphenous vein graft to the right coronary artery lesion, a perforation occurred requiring the placement of a graftmaster stent. Initially the perforation was sealed; however, approx 4-6 hours post procedure, the bleeding restarted and it was found that the graftmaster stent had recoiled. The pt was sent to surgery; however, the attempts to control the bleeding were unsuccessful and the pt expired. Pt's death occurred on (B)(6)2010. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The jostent graftmaster (part 12745-16, lot 526252) indicated is being filed under a separate medwatch MFR number. The reported pt effect of perforation, as listed in the product instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.